Event description:
The patient's lag screw has not collapsed and is in danger of protruding through femoral head. Possibility of revision in about two (2) weeks. Update - patient was revised in 2009. The lag screw was not removed; the surgeon backed it up and left it in.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.